Event description:
The patient was undergoing a coil embolization procedure to treat a hepatic bleed using ruby coil lps and a non-penumbra microcatheter. During the procedure, the physician successfully placed one coil in the target vessel. Next, the physician advanced a ruby coil lp into the target vessel but did not like the way the coil was positioned. The physician decided to retract the ruby coil lp. While retracting, the ruby coil lp unintentionally detached within the vessel. It was reported that the physician used the coil's pusher wire to push the ruby coil lp into the target vessel. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.